Manufacturer narrative:
Observation: upon product receipt, visual and functional inspections were performed. Visual inspection revealed severe kinks in the hypotube. Note that the echelon 10 microcatheter was not returned. The coil was returned with the distal section extending outside the renegade microcatheter which was used as a snaring device. The coil also stretched approximately 70cm. Conclusion: the device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted. Therefore, the root cause of the coil's detachment difficulty and unintended detachment of the coil during withdrawal cannot be determined. In addition, without the return of the echelon 10 microcatheter, the hemostatic valve, and the detachment control box (dcb) used in the procedure, it cannot be determined if these components contributed to the complaint event. The connecting cable passed electrical testing. Therefore, it is highly unlikely that the connecting cable contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Despite several attempts, the coil could not be detached. During withdrawal, unintended detachment occurred in the microcatheter. As the microcatheter slipped out of the aneurysm, half of the coil remained in the microcatheter and was successfully retrieved through a snare catheter. The other half of the detached part of the coil however migrated out of the vessel. Per additional information received on (B)(6) 2011: there were no post surgery medications prescribed. However, prolonged surgery time was noted due to the snaring of the coil.